Event description:
Consumer called to report weird readings with his meter. Analysis run on consensus error grid (ceg) using mean reading (279) as reference point vs. Bd readings (69, 489) yielded some data points in the c range of the grid, outside acceptable limits.